Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an ankle orif, the screwdriver tip broke while the surgeon was tightening a screw. The debris was removed from the patient, and a different instrument was used to complete the procedure without additional interruptions. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.